Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 550 mg/dl. Customer had not symptoms. Customer high blood glucose reading started on (B)(6) 2017. Blood glucose reading was getting and high and the insulin pump was not delivering insulin. Customer contacted their healthcare provider for blood glucose reading. Customer treated high blood glucose with insulin pump and admitting in the hospital. Customer current blood glucose was 122 mg/dl. Customer blood glucose at the time of the incident is 550 mg/dl. Customer treated high blood glucose reading insulin through an IV. The hospital name was (B)(6) but customer cannot recall the hospital phone number. (B)(6) reported the incident. Customer stated infusion set caused hospitalization. Infusion set was changed on (B)(6) 2017. Customer stated the drive support was normal. Customer did not perform high pressure test. Customer declined to check for any occlusion with reservoir and infusion set. Customer declined to check for air bubbles and leaks. Customer declined to check setting. Customer stated the reservoir were not lasting more than 3-4 days. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Installed a water filled reservoir, primed pump, and programmed with multiple boluses. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. No bolus or delivery anomalies noted during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.